Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 18.1cm distal of the strain relief and another separation 67.5cm distal from there. The distal portion of the device was missing. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed on 13-aug-2019. It was reported that shaft kink occurred. The 85% stenosed, 8x3.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, the hypotube was kinked after entering the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment.